Event description:
It was reported that "luer lock connector cracked and tubing disconnected - cracked connector sequestered; after turn, rn noticed balloon had pulled out further from the protective covering". Additional information received states that, "the account is not sharing any additional information other than what was provided".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.